Manufacturer narrative:
We are still waiting for the sample, however, we have reviewed photographs taken by the distributor. Results - investigation is still underway pending the return of the device. Conclusions - no conclusion can be made at this time pending the return of the device.

Event description:
A hospital in another country, reported that the heater wire socket of the 900mr510 was out of alignment making it impossible to connect the adapter. No patient harm was reported.